Event description:
It was reported that during preparation, the fox sv 4 x 60 mm, 135 cm balloon ruptured at a nominal pressure outside of the patient. The fox catheter was replaced with another device. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, the fox sv ous, 4 x 60 mm, 135 cm balloon was soaked in heparin solution. The device was introduced on an 0.018 guide wire and advanced to reach the lesion where it was inflated and ruptured. The device was removed and again soaked with the heparin solution. The fox catheter was replaced with another device. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox catheter noted there was no blood on the balloon catheter, which may indicate the device was wiped down prior to being returned. Contrast was noted to be in the inflation lumen and in the balloon, consistent with using the device in a procedure. There was a hole in the balloon, consistent with the reported rupture. Attempts to inflate the balloon were unsuccessful as fluid leaked out the hole in the balloon. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. Based on reported information, the lesion was tortuous but not calcified. Scanning electron microscopy (sem) analysis concluded that external damage led to the rupture of the balloon, but no specific source was definitively identified from the pictures. Based on the information provided, this rupture may have occurred from tortuosity or interaction with another device. Rupturing due to operational context is not an indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents. All dilatation catheters are visually inspected for damage and dimensionally inspected for balloon outer dimensions on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.